Manufacturer narrative:
Device evaluation of battery sn (B)(4) and battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the batteries were unable to power on a monitor or charge. The cause for the failurse was an open fuse in each of the batteries. The cause for the open fuses was excessive current. The root cause for the excessive current could not be positively identified. No adverse event resulted from the device malfunction.

Event description:
A us distributor returned battery sn (B)(4) and battery sn (B)(4) and reported that the batteries were unable to power on a monitor. 9/23/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located.